Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired approximately 45 months post index procedure. The cause of death was not provided. It was not assessed if the event was related to the study device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (death).

Event description:
Patient received a 3.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid rca during index procedure. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that a periprocedural mi event occurred. Mi was categorized to be a non q-wave mi in the territory of the implanted stent. No further details are available.